Event description:
Installation date 12/16/97. Inservice given by salesman who was unfamiliar with equipment. Multiple problems with software attempts to have solved by tech support with no results. Operated procedures for 9 months with faulty software program. Did 15 procedures resulting in 8 failures of complete exam. In lieu of replacing faulty software, clinical specialist tried to enhance the program which failed to correct the adjustments. In addition, staff found out that the co did not MFR a balloon to fit the solid state catheter. They sold facility balloon that did not fit the catheter. It was meant for a smaller catheter resulting in measurements in the sigmoid colon instead of the rectum. Co then told staff that they could supplement the balloon by cutting off a surgical glove finger. Staff was told by clinical specialist on 08/31/98 after nine months of use, that this solid state catheter was brand new, that he had never seen it before, and it had just been approved by the FDA. Copies of the faulty disk were made by clinical specialist to be returned to the MFR for examination, and advise the hosp on how to solve the problem. 09/22/98 tech support of synectics stated that the disks were never brought to her. Staff has yet to receive response from the MFR as of this date 03/04/99. Event occurred between 12/16/97 and 8/31/98.